Manufacturer narrative:
Received one (1) used. List #(B)(4), primary plum microdrip set and one (1) used. List #(B)(4), 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿, 20 drop in-line drip chamber, spiros®, bag hanger for inspection. As received, a stickdown was observed. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. An occlusion alarm was generated. The set was leak tested and a leak was observed. The clave was disassembled and a bent spike and torn seal were observed. The reported complaint of occlusion can be confirmed. The probable cause of the broken spike is unknown and cannot be determined without the return of the used mating device. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An email was received regarding a primary plum microdrip set that became occluded during patient use. It was reported that 14017 primary line primed with saline and inserted into the plum 360 correctly. 011-cl3020 connected to 14017 cassette clave and failed to backprime. All lines changed. Other product involved at the time of the event was 011-cl3020 with lot number 14739012. There was no chemo in the circuit. The issue was noted during use on the patient. It was in use for minutes. Someone became aware of the issue when occlusion alarms occurred due to no back priming. The data was communicated during the visit. The sample is available for retrieval and evaluation. There was patient involvement and delay in therapy, but no adverse events or harm.